Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with corroded battery tube, cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, keypad overlay texture damage, peeling serial number label and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that water got inside the insulin pump and it was not working anymore. Customer's blood glucose level was not reported. The device was not returned.